Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the meter on the insulin pump. Customer stated that the meter is giving a false blood glucose reading of 39 mg/dl. Customer stated that the meter, then, gave a blood glucose reading of 192 mg/dl. Customer stated that the meter has given him false blood glucose readings twice. Product is not being returned or replaced.